Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08685 inches. The insulin pump was received with minor scratched display window and case.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer's current blood glucose is 1000 mg/dl and current blood glucose was 120 mg/dl. The customer did experience the symptoms such as diabetes ketoacidosis. The customer was treated with intravenous insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.